Event description:
It was reported that a smiths medical pump was under infusing - volume low/ifusion complete - 280 mls left in cassette patient was not affected. No adverse patient effects were reported.